Event description:
It was reported that the patient with this implantable lead underwent a lead repositioning procedure due to an unknown cause. Further information was provided indicating the lead exhibited high capture threshold. It was then confirmed that the lead was implanted in the coronary sinus, which was attributed as the cause for the lead requiring high capture threshold in order to provide pacing. Subsequently, a lead revision procedure was performed and the lead was surgically abandoned. A new lead was implanted as replacement. No additional adverse patient effects were reported.